Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 28 mmol/l. The customer disconnected from quick release at night and ended up to 28 mmol/l. Customer's father treated him with insulin pump and blood glucose value went down to 11 mmol/l. Customer did have a bicycle accident and was had infection. Customer's blood glucose was elevated due the antibiotics that he was taking due to the infection. It was reported that the customer was using auto mode at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer = black on (B)(6) 2021 the costumer alleged elevated blood glucose level. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. Successfully downloaded the trace and history files using thump. A test p-cap does lock into place inside the reservoir compartment properly. All testing passed and no device problem was found. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.